Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had high blood glucose level. Customer's blood glucose values were 293mg/dl, in the range of 120mg/dl, 145mg/dl. Mother stated that sensor glucose value was going low and the pump suspended and then the blood glucose value went up high back in the range of 200mg/dl. Customer's mother had also reported the blood glucose values of 400mg/dl up to 600mg/dl. Customer treated high blood glucose by pump. Customer's mother declined to troubleshoot for high blood glucose values.